Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 247 mg/dl at the time of the incident. The customer states she was getting air bubbles in tubing, set was changed but there are air bubbles again. Customer was assisted with trouble shooting. The customer was instructed to disconnect at the quick release and prime until the air bubbles were no longer visible. The customer reported that the air bubbles were recurring. The reservoir will not be returned for analysis.